Event description:
It was reported that the device failed primary audio background test. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: additional information is provided in h.2., h.3., and h.6. Functional testing was conducted; however, we were unable to duplicate the customer?s complaint. The cause for this event is unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. For all enquiries or follow-up questions related to the record, do not use regulatory. (B)(4) located in sections g.1., please direct those to the following: (B)(4).